Manufacturer narrative:
(B)(4).

Event description:
The customer received analyzer alarms and erratic ise indirect na, k, ci for gen.2 results for approximately 15 patient samples. Of the data provided for four patient samples, only some of the results were discrepant. The erroneous results were reported outside of the laboratory. The customer sent amended results. There was no adverse event. The sodium electrode lot number was b44 with an expiration date of 21-jul-2018. The potassium electrode lot number was h71 with an expiration date of 05-jul-2018. The chloride electrode lot number was h79 with an expiration date of 01-aug-2018. The customer performed maintenance on the probe and found there were bubbles in the line for the reference electrode and there was moisture in electrode area. The field service representative found there was air in the ise flowpath caused by an air pocket forming in the corner of the internal standard (is) bath. He cleaned the flow path, installed new is bath and new ise waste/reference valves. He ran ise checks and the customer ran calibration, qc, and repeated samples for comparison. All results were within specification.